Event description:
Device was implanted on 9/24/91. The balloon was revised on 12/7/95. On 1/30/97 the 4.5 cm cuff was removed from pt and replaced with a 4.0 cm cuff, reason not indicated. Co has requested add'l info.